Event description:
The customer reported the monitor was not turning on. The fe confirmed the problem was the system could not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The isd board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.